Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present condition, present/cut; damaged anvil/anvil shroud, no; damaged guide face, no; damaged knife, no; damaged other, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, no and tissue present/describe, yes/tissue donut re. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar/anvil fit, good. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd in good condition. The instrument was reloaded with staples and fired. It fired and formed all the staples as designed with no difficulties noted. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a hartman's reversal. It was reported upon firing the ecs29 transanally, everything looked fine and the firing stroke was fine. Upon inspection, the anterior staple line had either malformed or unformed staples. The surgeon oversewed the anastamosis to complete the procedure. Rep is returning distal donut with instrument. There was no consequence to the patient.